Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient's experiencing discomfort at the ipg site. In turn, surgical intervention may occur later to address the issue.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h6 the health effect impact code 4610 submitted in previous report should have been 4613 therefore being corrected in this final report. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.